Event description:
Approx six mos post index procedure, there was significant in-stent restenosis in the right superficial femoral artery, greater than 50%. The pt was initially enrolled in the study in 2007 with a lesion in the right mid superficial femoral artery. The vessel anatomy at the lesion was straight and the lesion was restenotic. The lesion was located 150mm from the superior edge of the patella. The total occluded lesion length was 90mm. The lesion was pre-dilated and two smart control nitinol stents were implanted. The residual percentage of stenosis post procedure was 0%. The pt was discharged on aspirin, statins, angiotensin antagonist and clopidogrel.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-02686. Additional info will be submitted upon 30 days of receipt.